Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 17mg/dl. Reportedly, customer suspected that the pump settings were incorrect. Customer went to the emergency room, however, the customer could not remember further event details and declined troubleshooting. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.